Event description:
It was reported that the vns patient passed away on (B)(6) 2013. The cause of death was listed as pneumonia which led to a respiratory tract infection. The relationship of the death to vns is unknown. Attempts for additional relevant information have been unsuccessful to date. Based on the available information about the patient¿s death, an internal classification has determined that the death was unlikely sudep.

Manufacturer narrative:
Information was inadvertently left off of initial MDR. Method and results codes incorrect on initial MDR, corrected codes added.

Event description:
The patient&#38112;death is not believed to be related to vns.